Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the remote is not working right since the last month or so. Pt stated they were seeing an error message every so often - pt verified seeing " software problem cannot continue intelis 3.6 58 - qf_new" pt stated the controller does not want to connect to the implantable neurostimulator (ins) during rechage.pt stated the controller will stop during recharge of the ins. Pt has reset the controller to resolve the issue. Pt verified there is no visible damage to the rtm cord. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt also reported the little thing on the battery that you lift to get the battery out of the controller broke off so pt has to wiggle the battery out since 2 weeks ago. An email was sent to the repair department to replace the li battery pack. Additional information was received from the pt. Pt called back stating they are still having issues when they try to charge their ins. Caller stated they saw system problem (77) rm03 once and it takes 20 - 30 min to even find the connection to start an implant charge session. Pt does not have the recharger (rtm) with them at the time of the call. Pt stated they will call back tomorrow with the equipment for further troubleshooting. Additional information was received from the pt. Pt stated they lost the fedex label to return their old controller. Pt also stated they were still seeing the system problem rm03 message when attempting to charge the ins. Pt confirmed the rtm paddle would get hot sometimes when charging the ins. Patient services (ps) reviewed shipping label/return information. A replacement rtm was requested.